Manufacturer narrative:
PMA/510k: this report is for an unknown nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Only event month and year are known. Complainant part is not expected to be returned for manufacturer review/investigation. Picture review: based on the provided pictures it can be confirmed that the extraction screw is jammed within a nail. Furthermore, the handle of the extraction screw is broken off. The exact part and lot numbers of the involved articles are not visible. The provided pictures do not allow for any determination of the root cause. Part number and lot of the nail was not provided and product was not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after a procedure and during sterilization there was difficulty removing the extraction screw from the nail. The nail could not be cleaned properly, and the extraction screw appeared to be broken. The handle of the extraction screw had detached from the extraction screw. The procedure that the devices were used in was carried out without any complications. The set could not be sterilized. Concomitant device reported: extractscr f/tibial+fem nails (part number 03.010.000, lot unknown, quantity 1), this report involves one (1) unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: picture review: based on the provided pictures it can be confirmed that the extraction screw is jammed within a nail. Furthermore, the handle of the extraction screw is broken off. The exact part and lot numbers of the involved articles are not visible. The provided pictures do not allow for any determination of the root cause. Part# and lot# of the nail was not provided and product was not returned, therefore no investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.